Event description:
During an atrial fibrillation procedure, during geometry collection with an advisor fl catheter, the patient became hypotensive and a cardiac tamponade was noted on ultrasound. It is unknown how, when, and where the cardiac tamponade occurred. A pericardiocentesis was performed and the patient was stable at the end of procedure and the day after. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The reported cardiac tamponade could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, during geometry collection with an advisor fl catheter, the patient became hypotensive and a cardiac tamponade was noted. It is unknown how and when the cardiac tamponade occurred. A pericardiocentesis was performed and the patient was stable at the end of procedure and the day after.